Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor did not flow. The folfuser was filled with 4200 mg fluorouracil hs in 115ml sodium chloride 0.9%. The pump was attached to the patient and when the patient returned for disconnection 2 days later, the pump had not infused at all. The pump was reattached for an additional day and still had not infused. It was reported that the patient¿s port was flushing well and had good blood return, according to nursing staff. There were no issues noted with priming the device. The clamp was open for the duration of the infusion. There were no kinks noted in the line during the infusion, and the fill port and reservoir were at the same height. The patient¿s line flushed easily and there was good blood flow detected. It was not known if the device flowed when disconnected.

Manufacturer narrative:
Device manufacture date: (B)(4), 2018 - (B)(4), 2018. The device was received for evaluation containing approximately 112ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. After the luer cap was removed, evidence of continuous flow was visually observed at the distal luer. A functional flow rate test was performed and the flow rate was found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.